Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2015, at 11:00 am, a baby with no problems after birth, suffered 1st grade burns, respiratory problems & liver failure due to overheating. The baby was in an iics-90 infant care. We received a technical report 12:00 pm that day & went to the hospital.

Manufacturer narrative:
Based on the investigation results the root cause of no audible alarm for an over temperature condition was isolated to a component failure on the display pcb of the controller. Component diode cr4 was found to have an open condition. This diode enables t.. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2015, at 11:00 am, a baby with no problems after birth, suffered 1st grade burns, respiratory problems & liver failure due to overheating. The baby was in an iics-90 infant care. We received a technical report 12:00 pm that day & went to the hospit..